Event description:
While starting IV noted IV catheter to leak on three pts. Upon closer investigation of more IV's started nurse noted more leaking. Upon removal of these catheters an inspection was performed & a small slit was noted at the point where plastic hub & actual catheter meet. Pts were fine. Some had to be stuck twice.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device recalled by manufacturer/distributor. The device was not destroyed/disposed of.